Event description:
It was reported to philips that host pc boot error; system logs confirmed issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc, reinstalled the os and application, and tested the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).